Manufacturer narrative:
.

Event description:
Same case as MFR report #2134265-2008-00002. It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was in the proximal left anterior descending artery (lad). The patient had an unk sized cypher des implanted in the distal lad and an unk sized cypher des implanted in the mid lad. A 2.75 x 16mm taxus express2 drug eluting stent (des) was implanted to treat the target lesion. A dissection occurred inside one of the previously implanted non bsc-des. A 2.5 x 16mm taxus express2 des was selected and advanced to treat the dissection, but was unable to cross the lesion. The device was removed and it was noticed that the proximal stent strut appeared "lifted". Intravascular ultrasound (ivus) was performed and the physician determined that further intervention was not required to treat the dissection. There were no add'l patient complications reported with the patient's current condition unk. Add'l info has been requested but not received.